Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that difficulty was experienced establishing telemetry with this subcutaneous implantable cardioverter defibrillator (s-ICD). Telemetry was able to be successfully established. No adverse patient effects were reported.